Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as clenz reagent, and the source of the leak was unknown. The volume was less than 20 ml and was not contained within the analyzer. Patient samples were not being run in the analyzer at the time the leak was identified. There were no instrument generated messages and the analyzer was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a pinhole in the tubing through pinch valve pv37. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).